Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that after the device failed to cross, and upon attempted retraction into the guiding catheter, the stent became stuck on the tip of the guiding catheter and dislodged. The stent was lost in the pt's coronary; however, it was successfully snared and removed from the pt without further incident. No pt effects were reported. No add'l info is available.

Manufacturer narrative:
The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Factors that may contribute to difficulty to remove the sds and cause resistance may include, but are not limited to, device placement technique, guiding catheter support, condition of the guide wire, blood and/or contrast build up, interaction with previously implanted stents and/or lesion/anatomy, or damage to the distal shaft of the sds. It appears that the failure to advance, difficulty to remove, and stent dislodgement are related to the operational context of the procedure.